Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to an unspecified reason the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of a 21cm x 12mm cylinders, pump and reservoir were implanted. It was further reported that this surgery occurred because the ipp was no longer working and a leak was suspected. It was explained that there was wear in the tubing of the reservoir and also the dacron outer sheath eroded. It was added that the new implant works fine and the previous ipp was implanted around 9 years ago.